Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a remote transmission showed that there was a right ventricular (rv) lead impedance alert, with the rv tip to rv ring vector measuring at the maximum 4047 ohms. When the caller monitored the rv tip to rv ring vector while maneuvering the patient, relative electrogram artifacts were noted; however none were present on the programmed rv tip to rv coil vector. A review of product performance data also showed high impedance on the rv ring to rv coil. The caller further reported that the patient described having prior issues with the device and lead; however the caller was not confident in the patient's reliability. The device remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.